Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of preterm premature rupture of membranes ('the coil had perforated the amniotic sac causing it to rupture'), oligohydramnios ('amniotic level of 10/ fluid level had dropped to a 4'), premature delivery ('I was at 22 weeks/ I gave birth to her') and pregnancy with contraceptive device ('6 weeks pregnant') in a female patient who had essure (batch no. 508297) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "6 weeks pregnant" in 2012. The patient's medical history included parity 2 and parity 2. In 2012, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with malaise, 2 weeks after insertion of essure. In 2012, the patient experienced preterm premature rupture of membranes (seriousness criteria medically significant and intervention required) with amniorrhoea, oligohydramnios (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), device expulsion ("(the coil) was floating around inside of my uterus my whole pregnancy") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced post-traumatic stress disorder ("ptsd"). The patient was treated with cerclage. At the time of the report, the preterm premature rupture of membranes, oligohydramnios, premature delivery, pregnancy with contraceptive device, device expulsion, abdominal pain lower and post-traumatic stress disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain lower, device expulsion, oligohydramnios, post-traumatic stress disorder, pregnancy with contraceptive device, premature delivery and preterm premature rupture of membranes to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in 2012: before procedure (essure insertion) were negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of preterm premature rupture of membranes ('the coil had perforated the amniotic sac causing it to rupture'), oligohydramnios ('amniotic level of 10/ fluid level had dropped to a 4'), premature delivery ('I was at 22 weeks/ I gave birth to her') and pregnancy with contraceptive device ('6 weeks pregnant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "6 weeks pregnant" in 2012. The patient's medical history included parity 2 and multigravida. In 2012, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with malaise, 2 weeks after insertion of essure. In 2012, the patient experienced preterm premature rupture of membranes (seriousness criteria medically significant and intervention required) with amenorrhoea, oligohydramnios (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), device expulsion ("(the coil) was floating around inside of my uterus my whole pregnancy") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced post-traumatic stress disorder ("ptsd"). The patient was treated with cerclage. At the time of the report, the preterm premature rupture of membranes, oligohydramnios, premature delivery, pregnancy with contraceptive device, device expulsion, abdominal pain lower and post-traumatic stress disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2020-024525). The reporter considered abdominal pain lower, device expulsion, oligohydramnios, post-traumatic stress disorder, pregnancy with contraceptive device, premature delivery and preterm premature rupture of membranes to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in 2012: before procedure (essure insertion) were (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.